Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described . Three days after the date of onset, the patient was hospitalized for the event. The patient was treated with vancomycin (1 gram, intraperitoneal and every 5th day) and ceftazidime (1 gram, intraperitoneal and daily) for peritonitis. At the time of this report, the patient has recovered from the event and was discharged nine days later. Pd catheter was removed and the patient was switched to hemodialysis twice a week. It was reported that the patient was retrained on proper aseptic technique. No additional information is available.